Event description:
The cause was unknown. They laid down and the issue subsided. They tried to help the patient charge but could not get above 4 bars. The moved the antenna around and were able to get 6-8 bars.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the last 6 weeks, the patient had two complaints of feeling electrocuted twice. This is when the patient has recharged for about an hour or so. The sensation is not there at the beginning of the recharge session. They also reported that recharging seemed to take longer today, taking 50 minutes to go from 50-75%. The patient used to recharge every other day for 25 minutes. Three weeks ago, the healthcare provider (hcp) changed the patient's right side from 4.8 amplitude to 2.8. The left side is still at 4.8 amplitude. They inquired if it's normal to not recharge as much and also why it took longer to recharge today. It was reviewed that lower stimulation setting would allow longer recharge intervals. Regarding why it took longer to recharge today, it was reviewed that it could be a coupling issue. The caller's mother helped the patient recharge today, so they are not sure what the coupling was like. The caller is to check the patient's coupling when recharging and they will confirm if the patient is feeling stimulation along the system or the whole body. If electrocution sensation is along the system, then the patient is to see the hcp. It was reviewed the system will stop when recharging is full, thus overcharge and overheating is not likely an issue.